Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported the system board was replaced to address "service required" codes. No components were replaced to address the "service required" codes. The estimate was rejected and the device scrapped per the customer request.